Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3: analysis of the device, model # 37761, s/n (B)(6)revealed connector pin bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the charger is not working properly. It was noted that they were having issues charging the recharger (insr) intermittently. The pt tried to charge the ins on sunday (B)(6) 2021. The pt charged for 10 min and then it shut off. They tried to plug it in to ac power but it is beeping and unresponsive. The caller reported pt has been having issues with his stim and he had an appointment and they were going to get him a new black cord. The caller stated a manufacturer representative (rep) met with the pt a month ago at pain management at the va and the rep suggested the desktop charger (dtc) be replaced regarding the issues reported. The caller was walked through a hard reset of the insr - caller stated the insr did reset. The issue was not resolved. No symptoms were reported. Additional inf ormation was received from the manufacturer representative (rep). It was reported that the rep called the patient (pt) today (B)(6) 2021 to get details about their appointment back on may 27th. The pt said the rep called in for assistance that day and someone helped complete a reset on the recharger. The issue was resolved at that time. The pt told the rep today that everything has been working well with his recharger until (B)(6). He told me he needed a new recharging cord sent to him following that event on july 4th. The pt is very satisfied with the help he has received from the manufacturer.